Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx laa closure device was implanted. At the 45 day follow up appointment that took place 41 days post procedure, computed tomography angiography (cta) showed a thrombus on the left atrial face of the closure device. The entire closure device was covered by thrombus, projecting 11.5mm into the remaining portion of the laa and left atrium. The patient was started on eliquis 5mg twice per day and aspirin 81mg daily. A repeat cta was scheduled to be performed in three months.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx laa closure device was implanted. At the 45 day follow up appointment that took place 41 days post procedure, computed tomography angiography (cta) showed a thrombus on the left atrial face of the closure device. The entire closure device was covered by thrombus, projecting 11.5mm into the remaining portion of the laa and left atrium. The patient was started on eliquis 5mg twice per day and aspirin 81mg daily. A repeat cta was scheduled to be performed in three months.

Manufacturer narrative:
A3: gender and sex added.